Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a routine follow-up. There was difficulty in interrogating the device and upon interrogation, there were no electrograms (egms) present. After removing a battery pack on the patient's wheelchair, the egms appeared and placing it back caused the egms to disappear again. The patient was stable throughout.